Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the device was introduced through the incision, but tip of device could not pierce the peritoneum. Again, the surgeon tried to insert the device strongly, but the result was same. The surgeon removed the device, and it was noticed that the tip was broken. Using forceps, the broken pieces were retrieved from abdominal wall. Another device was used to complete the procedure. No bleeding occurred. No tissue damage occurred. There was no pt harm. Operative time was not extended more than 30 minutes.